Event description:
It was reported that during l5 chrodoma resection the rods and screws were being hooked up together to provide stability. "It was noticed that blocker was deeper in tulip head than usual after final tightened. Sales rep told them to try another to see if cross threaded. Same result led to removal of set screws and rod to notice the tulip head on the iliac screw popped off the shaft of the screw. Screw was then removed and a new one was inserted."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: upon inspection, the returned bone screw and tulip were confirmed to be disengaged from each other. Furthermore, the retaining clip was observed to be deformed and protruding from the tulip. Additionally, the head of the screw had a large dent located on the edge of its cylindrical side. Functional inspection: due to the tulip and bone screw being separated, functional testing could not be performed. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the large size of imprint left on the bone screw head suggests an application of excessive tightening load. The location of the imprint suggests that tightening was performed with the screw implanted at the maximum angle. Furthermore, the retaining clip was very deformed on one end, which also suggests over tightening at a maximal angle. Review of previous complaints and findings of r&d engineers has revealed that over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip.

Event description:
It was reported that during l5 chrodoma resection the rods and screws were being hooked up together to provide stability. "It was noticed that blocker was deeper in tulip head than usual after final tightened. Sales rep told them to try another to see if cross threaded. Same result led to removal of set screws and rod to notice the tulip head on the iliac screw popped off the shaft of the screw. Screw was then removed and a new one was inserted."